Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. He inserted the device, positioned the foot by deploying the lever, inserted the plunger and harvested the sutures. Following deployment, the physician could not lower the lever in order to park the foot and remove the device. The physician and his assistant made several unsuccessful attempts to lower the lever. It is unknown as to how the device was removed, but after removal the lever was lowered and the foot parked without difficulty. No add'l info was provided to perclose.